Event description:
Doctor used laparoscopic closure; port closor while doctor was using device, port closor was broken and divided 2 pieces, no injury to patient and nothing left in the abdomen. All needs met. No injury to patient.